Event description:
Account alleged no bed function. Bed was found in storage area, no injury reported. Technician found signs of fluid ingress on the power supply. Replaced the power supply board to resolve this issue.